Event description:
It was reported that the patient's implantable cardiac monitor self-explanted from the incision. The patient was in physical therapy and the therapist was using a gain belt at the incision site which explanted the device. The device was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).